Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that orders are not crossing across an devices due to software issue. A technical support specialist logged into es server and observed that the xml messages were building up. To address this problem, the specialist restarted the internal processor message service. The system functioned as intended after troubleshooting.

Event description:
It was reported by the customer that a pyxis medstation es system orders are not crossing across an devices on critical override. The customer reported that users were unable to remove medications. There was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.